Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was found in the event history log but could not be replicated and root cause could not be determined.

Event description:
It was reported that the device exhibited a downstream occlusion. The event occurred while in patient use.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. E1: phone ext (B)(6).